Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after a long flight, with continuous glucose monitoring showing a peak of 387 mg/dl and about 90 minutes of elevated readings after eating and announcing a meal while already high; the infusion set was an inset on the abdomen and the cgm was fsl3+. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included phone-based troubleshooting and education regarding observation time for glucose decline and consideration of infusion site change if no downward trend occurred. Investigation of this case revealed no evidence of device or infusion set malfunction and suggested that travel-related factors and a meal announced during preexisting hyperglycemia could explain the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.